Event description:
It was reported that patient under went a replacement surgery of an inflatable penile prosthesis (ipp) due to unknown reasons. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.